Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: deltapaq (dfs10020620/c15207), sl-10 microcatheter (details unknown), scepter balloon (details unknown).

Event description:
It was reported that the micrusphere coil (sph10035020/c29891) had resistance during positioning in the aneurysm and during withdrawal and was stretched and deltapaq (dfs10020620/c15207) was difficult to deploy. During framing of the aneurysm coiling a stretch was noted as I advanced and pulled back the micrusphere coil (sph10035020/c29891) to try and achieve a good frame. Fortunately we were able to retrieve the whole coil. The physician also reported that a deltapaq coil 2mm (dfs10020620/c15207) that we used yesterday required 3 tries to be deployed. Fortunately it eventually deployed. The procedure was for a (B)(6) year old man with wide neck acom aneurysm (6x3mm, with 4mm neck). It was initially reported that the micrusphere will be returned for analysis. There was no serious injury and no additional medical intervention or medication was required to prevent impairment or injury. An sl-10 microcatheter (details unknown) and scepter balloon (details unknown) were used for the procedure. There was no clinically significant delay in the procedure due to the event. An adequate continuous flush was maintained through the micro catheter. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance during advancement through the micro catheter. The coil was not used like a guidewire to reposition the micro catheter. A one to one relationship between the coil and delivery tube was not verified with fluoro prior to repositioning. Coil entanglement with previously placed coils was not suspected to contribute to the event. The coil did not prematurely detach.

Manufacturer narrative:
It was reported that the micrusphere coil (sph10035020/c29891) had resistance during positioning in the aneurysm and during withdrawal and was stretched and deltapaq (dfs10020620/c15207) was difficult to deploy. During framing of the aneurysm coiling a stretch was noted as I advanced and pulled back the micrusphere coil (sph10035020/c29891) to try and achieve a good frame. Fortunately we were able to retrieve the whole coil. The physician also reported that a deltapaq coil 2mm (dfs10020620/c15207) that we used yesterday required 3 tries to be deployed. Fortunately it eventually deployed. The procedure was for a (B)(6) year old man with wide neck acom aneurysm (6x3mm, with 4mm neck). It was initially reported that the micrusphere will be returned for analysis. There was no serious injury and no additional medical intervention or medication was required to prevent impairment or injury. An sl-10 microcatheter (details unknown) and scepter balloon (details unknown) were used for the procedure. There was no clinically significant delay in the procedure due to the event. An adequate continuous flush was maintained through the micro catheter. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance during advancement through the micro catheter. The coil was not used like a guidewire to reposition the micro catheter. A one to one relationship between the coil and delivery tube was not verified with fluoro prior to repositioning. Coil entanglement with previously placed coils was not suspected to contribute to the event. The coil did not prematurely detach. Limited information was received. The sl-10 microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that unreported damage of the coil being separated from the device positioning unit (dpu) and that the coil was stretched as reported. Unreported damage of the coil being mechanically separated from the dpu was found. The circumstances of how and when the coil was detached from the dpu cannot be determined, however it appears to be post-procedural in nature. The proximal end of the coil was unraveled out of the soldered section and stretched. Only the coil adjacent to the ball tip was not stretched. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been extremely damage with the damaged edge elevated above the surface plane. The locking mechanism has compression and stretching damage with a puncture of the sheath found. No manufacturing defects were found. The complaint of the coil stretching is confirmed. While the exact root cause cannot be determined, the most likely contributing factor to the coil stretching occurred during coil repositioning inside the target site. The coil may have become temporarily anchored on itself, coils already dwelling inside the aneurysm (if previously placed), or on the distal tip of the microcatheter. It was reported, ¿¿a one to one relationship between the coil and delivery tube was not verified with fluoro prior to repositioning¿¿ for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter¿¿ in addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The complaint of the coils resistance is confirmed. While the exact root cause cannot be determined, it is highly possible that the contributing factor to the resistance may have originally occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. Furthermore, during repositioning, the sheath may have caught the v notch producing resistance especially during a retraction movement. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have produced a portion of the coil damage found which may have produced resistance during repositioning. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.